Event description:
Patient had device revised in 2009 (see manufacture report# 3004209178-2009-02805). A new device was implanted; the patient had received inadequate relief since then. The patient reported that the stimulation came back by itself, she was shocked, and then she was able to use the device and make changes for a limited time. Impedances were > 10,000 ohms on more than half of the contacts. The manufacturer representative tried reprogramming around impedances and got adequate relief for a day. The patient continued to have problems with intermittent stimulation. A revision was scheduled. During the revision surgery, the lead was disconnected from the ins, and placed into screening cable. Impedance test showed all impedances were within normal range (around 500-800 ohms). The lead was placed back into the ins, and impedances were high on the majority of electrode paris. The physician was encountering resistance when inserting the extension into the connector block head. Visual inspection of the connection showed that the electrode contact was not lined up with the setscrew extending past setscrew almost 1mm. The lead was removed again and, surgeon tried to re-insert into ins using lubrication of lead with sterile water. Leads still did not appear to go all the way into the header block. A needle was inserted on the connector block to check for blockage with no change. It was decided to replace ins. The lead slide into the new ins with no problems and all but one electrode impedances came out within normal range. The patient was programmed post-operatively and received good coverage.